Event description:
Information was received that a smiths medical cadd legacy was displaying a high volume message, resulting in an alarm followed by the stop and start of infusion. It was reported that there was no interruption to patient's dose. The reported complaint did not contribute to patient injury.